Event description:
There was no patient involvement. It was reported that "helium leakage" occurred during service. The intra-aortic balloon pump (iabp) has not been used since april. As a result, the pump assembly was replaced, and the iabp was returned to service.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium leakage" is confirmed. The pump alarmed possible helium loss (2) during the complaint investigation. A leak was detected from the bellows assembly. The root cause of this complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn# (B)(4).

Event description:
There was no patient involvement. It was reported that "helium leakage" occurred during service. The intra-aortic balloon pump (iabp) has not been used since april. As a result, the pump assembly was replaced, and the iabp was returned to service.